Event description:
Return reason: bent pin. Analysis determined: investigation found that the # electrical pin is bent approx degrees off vertical. A connection could not be made. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Remedial action taken: the corrective action is that mfg and qa personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine it further remedial action is necessary.